Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported discrepant flu b results for 1 symptomatic patient. The customer communicated that the patient tested positive for flu b with the sofia flu/sars combo assay and then negative for flu b on the sofia flu only assay. No additional confirmation testing completed.